Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
Correction: d4 (model # and catalog #). The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2019, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing and there were production failures (B)(4), for 70 high reading indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.